Event description:
The patient received two leads with the same lot number. It was reported surgical intervention will be undertaken due to ineffective stimulation and a lumbar fusion procedure. Follow-up identified the scs system was explanted on (B)(6) 2013. The patient is doing well post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.